Event description:
It was reported that during a supply change the cartridge and connector began leaking after the user connected supplies outside the ilet, and the agent provided education on the proper method to fill and perform a supply change; blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed improper assembly of the infusion set or connector leading to a leak, consistent with an incorrectly deployed infusion set or an attachment issue. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.